Event description:
One pump was received for evaluation. The evaluation confirmed the reported problem. A review of the device history log found errors 30 (2x), 21 (6x),51 (2x),18 (4x),17 (1x), and 35 (2x). The power board was replaced to address errors 30 and 18. The central unit board was replaced to address error 30. The battery was replaced to address errors 17 and 21. The ic flex binder was replaced to address error 51. The left flask was replaced due to a loose clamp detector spring. The downstream pressure sensor was replaced due to repeated pressure test failures even after calibration. The clamp motor was replaced due to excessive noise. Complete configuration/calibration was performed. After repair, the device was found to meet specification.

Event description:
Customer reported device has power supply issue. One pump was received for evaluation. The evaluation confirmed the reported problem. A review of the device history log found errors 30 [2x], 21 [6x],51 [2x],18 [4x],17 [1x], and 35 [2x]. The power board was replaced to address errors 30 and 18. The central unit board was replaced to address error 30. The battery was replaced to address errors 17 and 21. The ic flex binder was replaced to address error 51. The left flask was replaced due to a loose clamp detector spring. The downstream pressure sensor was replaced due to repeated pressure test failures even after calibration. The clamp motor was replaced due to excessive noise. Complete configuration / calibration was performed. After repair, the device was found to meet specification.